Manufacturer narrative:
The customer received a replacement device. Repair of the failed device is anticipated. Evaluation summary: the micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory patients in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communications networks. The complaint states that the bottom left corner of the micropaq looks as if it is beginning to melt. Welch allyn confirmed the appearance of a melted area in the plastic case. The actual device was evaluated, tested and the investigation determined that l2, a 35mh inductor, overheated from shorted turns of its windings. The overheated inductor started to melt the front chassis plastic.

Event description:
When the device was turned in to the customer's biomed department, the technician noticed that the casing indicated heat damage. The monitor was used on a male patient, but there was no injury to patient. No additional patient information is available.